Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the mesenteric artery. A 7.0x20x75cm express ld iliac/biliary stent was advanced over wire. However, during introduction, the stent came of the balloon before reaching the lesion. The stent and the delivery system were removed from the body and another stent was used to complete the procedure. No patient complications were reported.